Event description:
It was reported that transmitter failed error occurred on (B)(6) 2022 for transmitter with serial number 8l84qx. However, transmitter with serial number 8kugf3 was returned for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation for serial number 8kugf3 within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).